Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at the display window corners and case at reservoir tube window corners and with minor scratches on lcd window.

Event description:
Customer reported via phone call that they were hospitalized and their insulin pump was broken. Customer also states that their reservoir was broken.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.